Event description:
Patient was found down in her home, unresponsive with medtronic hvad lvad controller alarming "controller failed, change controller", controller was connected to batteries which were not depleted. Controller was changed and hvad lvad restarted; however, alarmed low flow as patient was deceased.